Event description:
It was reported that the patient underwent an initial four (4) level posterior fixation procedure from l3 to s2ai with insertion of competitor spinal cages at l3/l4 and l4/l5. Subsequently, it was identified that the pedicle screws on both sides of l3 were loose approximately two (2) weeks later. No symptoms of pain were reported by the patient. The patient underwent a revision procedure one (1) week later to extend the fixation level. It was noted that the screw loosening was suspected to be caused by an infection; however, the suspected source of the infection or microbial cultures were not provided. Radiographs were requested but were not available. No additional information was available. Report 2 of 2.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images were not provided for review of usage/technique. A review of manufacturing records was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined with the information provided. Labeling review: "potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation, nonunion or delayed union infection." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant." " single use/do not re-use: reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure, material degradation, potential leachables, and transmission of infectious agents." "Post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques." "Packaging: all implants provided non-sterile are single use and should be sterilized per instructions provided below." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.